Event description:
A report was received that the patient would undergo a revision due to the ipg tilting and migrating over the spine causing difficulty charging.

Manufacturer narrative:
Additional information received indicated that the physician implanted a new ipg and two lead extensions. The patient was reportedly doing fine after the revision procedure. A returned product analysis indicated that the battery profile indicates the patient was only able to charge about 3.6 volts due to the ipg orientation, which was tilted and migrated over the patient's spine. Upon receiving, the ipg was depleted completely, and it was charged up in two cycles without any discrepancies. Burn marks were visible on the case which was resulted from electrocautery use during the explant procedure. Device functioned as expected.

Event description:
A report was received that the patient would undergo a revision due to the ipg tilting and migrating over the spine causing difficulty charging.